Manufacturer narrative:
The analyzer's serial number is (B)(4); the field service representative performed checks, and adjustments, and cleaned the probes. One of the probes was crusty and was slightly off-center on the sonic wash. Another probe was also slightly off-center. The investigation is ongoing.

Event description:
There was an allegation of questionable cholesterol gen.2 results for 2 patient samples on a cobas c 503 analytical unit. Sample 1: the initial result was 0.6 mmol/l and the repeated result was 4.9 mmol/l. The customer performed an instrument check. No issues were observed and qc was acceptable. Sample 2: on 04-may-2024 the initial result was 0.1 mmol/l and the repeated result was 7.1 mmol/l. The results were not reported outside the laboratory. The results were held in the customer's validation queue, and the samples were repeated.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated.

Manufacturer narrative:
The customer's calibration and qc were acceptable. The investigation determined the service actions resolved the issue.